Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced frequent low glucose episodes while using the ilet, leading the user to stop using the system for a period; reports were reviewed and did not show device maladaptation or frequent overcorrections, and the cgm target had been set higher by the endocrinologist in an attempt to reduce lows; the user was later guided through a factory reset, insulin delivery was resumed, and the ilet mobile app was reconfigured. Symptoms included hypoglycemia and confusion/disorientation, with treatment reported as oral glucose. Outcomes included no lasting health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and review of available data. Investigation of this case revealed no specific device-related findings due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.